Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine was migrating too out of the tube two years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine was migrating too out of the tube two years ago/ device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and swelling ("having swelling everywhere") and was found to have weight increased ("I have gained over 50 pounds"). At the time of the report, the device dislocation, weight increased and swelling outcome was unknown. The reporter considered device dislocation, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retain case. All the information from deletion case no (B)(4) transferred to retain case no (B)(4). Added events I have gained over 50 pounds, having swelling everywhere. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine was migrating too out of the tube two years ago/ device migration') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), swelling ("having swelling everywhere"), genital haemorrhage ("bled for 10 months"), menstrual disorder ("horrible periods/went over two weeks with no cycle"), migraine ("migraine"), fatigue ("fatigue"), weight loss poor ("gained over 30 pounds that I can not loose") and pelvic pain ("shep shooting pain off and on") and was found to have weight increased ("I have gained over 50 pounds"). The patient was treated with surgery (scheduling hysterectomy). At the time of the report, the device dislocation, weight increased, swelling, genital haemorrhage, menstrual disorder, migraine, fatigue, weight loss poor and pelvic pain outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, swelling, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : device dislocation, bled for 10 months, horrible periods/went over two weeks with no cycle, migraine, fatigue, weight loss poor, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events: bled for 10 months, horrible periods/went over two weeks with no cycle, migraine, fatigue, weight loos poor, pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine was migrating too out of the tube two years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.